Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the cause of knob adjustment and when turning the upward/downward angulation control knob (u/d knob), felt the wires and parts inside engaging (foreign object sensation) was not established, as the event was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited knob adjustment and when turning the upward/downward angulation control knob (u/d knob), felt the wires and parts inside engaging (foreign object sensation). The event occurred during inspection for use. There were no reports of patient involvement.